Event description:
Patient has a boston scientific d432 resonate ICD (sn (B)(4)), rv only device. Patient to be seen post proton radiation, for facial cancer, treatment 10 of 30 treatments. 3 programmers were tried to interrogate device (both boston 3300 and 3120), device could not be interrogated. Called boston tech support, tried unplugging wands and re-plugging, putting the boston 3300 on battery mode, tried putting a magnet no beeping noise heard, restarting programmers, plus other suggestions and device could not be interrogated. Boston said that the device was damaged and patient was not protected for defibrillation therapies. Spoke to boston and they reported patient's remote transmission from the night prior at midnight had no warnings and device was function wnl on transmission. Checked with boston and patient has never received a shock or atp therapies. Rn (B)(6) and rn (B)(6) called dr (B)(6). Dr (B)(6) spoke with family and said that patient could continue radiation treatment, but needs to make a decision if he wants to get a generator change. Dr (B)(6) want over all possibilities with patient and his wife and daughter. Dr (B)(6) was fine with patient going home to make a decision if he wants a generator change while he is undergoing radiation treatment. Oncologist and radiation staff aware of situation. Device clinic card given to patient and to family. Family and patient to go home and make decision about generator change. Family understands that if patient gets a life threatening arrhythmia at this time he is unprotected. Will continue to follow. FDA safety report ID# (B)(4).